Event description:
I used renu with moisture loc for at least 2 years, known to daily clean my contact lenses. I developed multiple infections, treated with medications by my primary doctor, then finally sent to my ophthalmologist . I was diagnosed with a fungal infection as well as iritis and permanant photosensitivity.